Event description:
A professional customer reported that while responding to a patient in cardiac arrest, the arm (automated chest compressor) unit was paused to reposition the piston for improved compression alignment. However, after repositioning the piston, the device would not resume compressions as expected. As a result, the arm unit was removed from the patient, and manual CPR was initiated.

Manufacturer narrative:
Review of the device log files confirms that the arm unit was manufactured on august 22, 2019, and has delivered a total of (B)(4) compressions to date. The log files for the reported event on june 15, 2025, indicate that the device was active for a duration of 14 minutes and 34 seconds, during which it performed 1,285 compressions. Upon analysis of the event data, it was determined that the arm unit would not resume compressions due to improper piston positioning on the patient's chest. The arm device requires firm contact between the piston and the patient's chest to initiate and maintain compressions. If this contact is not properly established, the device will stop compressions or fail to start them altogether. In this case, the user did not reposition the piston firmly on the chest following the pause, resulting in the device being unable to resume compressions.